Manufacturer narrative:
The edwards esheath introducer was not returned for evaluation. A device history record (DHR) of work orders were reviewed that were related to the manufacturing of the devices and components that could potentially contribute to the complaint. Therefore, a visual, functional, and dimensional testing was not performed a review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU) was reviewed for the esheath, commander delivery system, device preparation training and procedural training manuals. Per precautions/warnings: do not use the edwards esheath introducer set if the packaging sterile barriers and any components have been opened or damaged. Use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. When inserting, manipulating, or withdrawing a device through the sheath, always maintain sheath position. When puncturing, suturing, or incising the tissue near the sheath, use caution to avoid damage to the sheath. Do not mishandle the delivery system or use it if the packaging or any components are not sterile, have been opened or are damaged (e.g., kinked or stretched), or the expiration date has elapsed. No IFU/training deficiencies were identified. Device-related photos and 3mensio imagery were provided, and the following was observed: the sheath distal tip was shown to be torn but not separated. The shaft has evidence of stretching at the torn region. The shaft seam was also shown to be fully expanded as designed. The patient's access vessel had presence of calcification and was undersized. The minimum luminal diameter required for a 14f esheath is 5.5mm. During manufacturing, the esheath final assemblies and sheath shaft components are 100% visually inspected by both manufacturing and quality. The inspections and tests support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. The risks outlined in the pra remain the same; the pra documents the potential for "difficulty advancing delivery system through sheath, resulting in procedural delay", which did not occur during this event (no patient harm). The re-escalation threshold for this issue was not exceeded as trending analysis indicates complaint rates remain within the monthly control limit. The pra remains applicable, and no further action is required. Per the complaint description, "the physician encountered difficulty when the valve reached the tip of the sheath, just before it would enter the abdominal aorta, at the fluoroscopic marker near the end of the sheath. The plan was to remove the entire unit and start over, however, the operator used a little more force and pushed the valve out of the sheath. When the esheath was removed, the end of the sheath was torn". Per evaluation of the provided device-related photos, the sheath distal tip was shown to be torn. Additionally, the sheath shaft seam appeared to be fully expanded as designed. Additionally, the patient"s access vessel was calcified and undersized near the aortic bifurcation. Despite the site pre-dilating the vessels, it is possible that any presence of calcification and the potentially still undersized luminal diameter interacted with the sheath distal tip, preventing it from properly opening, leading to the tear. However, while a definitive root cause was unable to be determined, investigation documented in the pra indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. A corrective and preventative action (CAPA) was initiated to pursue potential process improvement activities regarding tip expansion which were identified during the investigation. The complaints "general risks - failure - sheath distal tip torn" and "introduce and navigate system through sheath / access vasculature - resistance between system components - difficulty advancing through sheath" were confirmed per the evaluation. However, no manufacturing nonconformance were identified during evaluation. It is possible that patient factors (calcification, undersized vessel) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. The failure modes are potentially related to improper expansion of the sheath tip during thv advancement. A pra has been previously initiated to document investigation and assess associated risks for the issue. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were observed on the device during device preparation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist, during an implant procedure with a 26mm sapien 3 ultra valve, the user encountered difficulty when the valve reached the tip of the sheath; valve would not advance through the esheath. The plan was to remove the entire unit and start over. However, the operator used a little more force and pushed the valve out of the sheath. When the esheath was removed, the end of the sheath was torn. There was no report of any injury to the patient.